Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after an implant duration of approximately 6 months. The ring was explanted due to endocarditis. It was also indicated that this event was due to patient related factors and not a device malfunction. The explanted device was replaced with another edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Device not returned. Additional information regarding the event (e.g. Operative report, discharge summary) was also requested, however, it was not provided. Unfortunately, the valve was discarded by the hospital; therefore, the root cause of this event could not be investigated. The device history record (DHR) review is currently in process.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.